Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date unavailable at this time. A medtronic representative inspected the imaging system onsite and the system performed as intended. The representative adjusted the position of door switch on the gantry. The system performed as intended. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, the door on the imaging system cannot be opened during testing. There was no patient present when this issue was identified.